Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2017. The revision surgery occurred because of infection. During the revision, the original dual mobility size ci 61/28mm acetabular insert was revised to a new insert of the same size.